Manufacturer narrative:
The reported defect was confirmed. One flotrac sensor with attached infusion set and pressure tubing was returned for evaluation. The pressure tubing remained coiled with the paper band. Priming solution was visible inside of the infusion set. An approximately 1mm width x 1mm length particle (one side brown, one side white) was observed inside of the drip chamber. The particulate was under the filter and appeared to be able to travel to the sensor through the IV tubing. During further analysis the kit was flushed with water from the IV side at a pressure 350mmhg for 5 minutes. The particulate did not move or flush out of the kit. The particulate was sent to chemistry laboratory for testing, which indicated the ir spectrum of the brown particulate showed similar absorption characteristics as compared to cycolac acrylonitrile-butadiene-styrene like material. This material is used during the manufacturing process of this product at the supplier facility. Actions were initiated with the vendor (baxter malta) to open an investigation to determine the root cause.

Event description:
It was reported that "unknown material was observed inside the line during priming. The unknown material was inside the line between IV spike and the sensor." No patient complications/injury were reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and it was confirmed that the device met specifications upon distribution.